Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the anterior vitrector did not cut during an intraocular lens explanation. The product was replaced with another. There is no known harm to the patient. Additional information has been requested.

Manufacturer narrative:
Correction provided in MFR site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. One opened probe was received without a tip protector in a blister for the report of did not cut. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for aspiration, actuation, and cut and was found conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the probe was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).